Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt balloon popped. A replacement unit was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A follow up report will be submitted once the device evaluation is complete. (B)(4).